Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 551 mg/dl. Device had alarmed no delivery alarms. Device had blank display back and forth. Customer declined troubleshooting. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the lcd board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm, excessive no delivery alarm due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.